Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicated that the patient also had an endocarditis. There were no additional adverse patient effects reported. The rv lead was explanted.